Event description:
It was reported that during routine device replacement the right ventricular (rv) lead was observed to be dislodged after shock testing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation had a cosmetic depression, there was tissue on the helix and there was apparent explant damage.